Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort and pain at the base of the penis due to a high riding inflatable penile prosthesis (ipp) pump. The patient also mentioned difficulty inflating the device. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. Once the device was explanted, it was noted that the ipp cycled appropriately. The physician suspected the cylinders were oversized by 2.0 cm contributing to the noted symptoms. The urologist also believed the pump had migrated due to the previous device not having the tubing length optimized. Following the procedure, the new ipp was fully functional and there were no further patient complications.